Manufacturer narrative:
The lens was returned inside a non-company lens case. The lens information has been removed from the lens case. Viscoelastic was observed on the lens. The lens was scratched. The lens was cleaned with klrp. Power and resolution were verified. The lens met specification for power and resolution. A qualified handpiece and cartridge were indicated with a non-qualified viscoelastic. The lens met specification for power and resolution. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. It cannot be determined if the observed scratches were present before the explant or if they occurred during the lens removal. The instruction for use (IFU) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Information was provided that the company, 22.0 diopter, (1.5 extended depth of focus) lens was replaced with a non- company, 21.5 diopter monofocal lens model. The exchange from an extended depth of focus lens to a monofocal lens may indicate the monofocal lens was an improved choice for the patient's visual needs. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient did not adapt to the lens and saw diagonal lines. Hence the lens was explanted and replaced with monofocal lens in a secondary procedure. The patient was not hospitalized as a result of this event and there was no patient harm.